Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customers pump case fell from the customers waist causing the infusion to be pulled out multiple times. There was no impact to the customers blood glucose.